Event description:
It was reported that the physician no longer sees the patient and the last visit was on (B)(6) 2013. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
A review of the internal programming history database found that the generator was interrogated by the physician at the hospital on (B)(6) 2014. During follow-up with the physician it was reported that the patient had passed away in the hospital on (B)(6) 2014. The cause of death was obstructive hydrocephalus secondary to cardio pulmonary arrest. There was no allegation that vns contributed to the death. No diagnostic tests were performed by the physician at that time however the patient was implanted with a m105 which would have presented with a warning message during the interrogation if high impedance was seen during the previous 24 hour check. There has been no reports of high impedance at this time. Therefore it appears that the device was functioning as intended at this time. Additionally, review of the data on the explanted generator indicated that the last >25% change in impedance occurred on (B)(6) 2016, the date it was received and interrogated by the manufacturer. This was approximately two years after the patient's death. Therefore it is likely that the high impedance did not occur while implanted.

Manufacturer narrative:
This information was inadvertently left off on mfg. Report #2.

Manufacturer narrative:
.

Event description:
On 3/22/2016 product analysis was completed on a generator that had been replaced due to an unknown reason. During product analysis it was noted that high lead impedance was seen, the impedance went from 10811ohms to 16545ohms on (B)(6) 2016. It is unknown if the high impedance was observed prior to explant. No anomalies were found with the generator. A return goods authorization number had been requested on 2/23/2016 for the explanted lead and generator but the reason for explant was not provided; therefore surgery occurred either (B)(6) 2016 or before. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good faith attempts for further information from the physician were unsuccessful.